Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported that this is an out of box failure. The ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
The initial MDR filed for this issue is a duplicate of MDR# 2031642-2015-00520. Office contact information: (B)(4).

Event description:
The customer reported that this is an out box failure. The ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.